Event description:
During a cardiac catheterization procedure, the pt reportedly shifted their weight and accidentally slid off the examination table. The involved pt allegedly sustained a spinal fracture. Although the user's manual describes the proper use of the safety straps that assist in immobilizing the pt, these were not used during this pt procedure.